Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion. The expected therapy time was 46 hours; however, the pump had gone through approximately 8 hours early. The pump contained 4450mg fluorouracil in 115 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.